Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6): product type recharger. Analysis of the [recharger], model [97755], s/n [(B)(6)] found electrical failure - no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device .the reason for call was patient stated that they have their controller set up properly. However, when they attached the recharger it takes forever to charger. Patient said that once it's plugged in after 3 minutes they get a message to call medtronic. Patient then made a comment that the wire that is attached on the paddle it was bent, if they do not position it properly it burns their skin and they could feel the heat from it. We did not replicate the message they are getting due to the heat when recharging.when asked event date patient said that it has been a while maybe 2-3 months ago. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.